Event description:
A customer reported the buttons on the side of the footswitch were not working when setting up for a procedure. The case was completed using a different footswitch. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: a customer reported that the wing switches of their footswitch did not work. The customer called technical services to order a new footswitch. Once the new footswitch was sent to the customer, the sr was closed and no further service was requested. The footswitch was manufactured on march 19, 2012. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).